Event description:
The customer reported that following a diagnostic catheterization procedure in 2004, pt received an angioseal device in the right femoral artery. The pt presented with a cold right leg. An angiogram was performed via the left femoral artery to determine the cause of the cold right leg. It was determined that the right femoral artery was occluded at the angioseal site. The left femoral artery site was closed using vasoseal elite. This was reportedly a straightforward deployment with hemostasis achieved during the normal time period. The pt was taken to surgery for repair of the right femoral artery site. Approx 24 hours after the surgery the pt presented with a cold left leg. The pt was taken to surgery and the surgeon determined that the collagen plug was partially inserted in the artery. The collagen was removed and the pt did fine following surgery. The pt had peripheral vascular disease and the physician thought that pt'sarteries were so poor and brittle that a small laceration at the arteriotomy may have occurred when vasoseal elite was deployed. No further complications were reported.